Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of machine will not power up. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center and observed the replace therapy pca, lcd display, thermal damage and water ingress. The customer complaint was reproduced. There was 4 error has been identified. The device was scrapped.